Event description:
According to the initial reporter, patient had two rms stents placed then in 8 months came back with hydronephrosis. It was further reported the patient underwent an additional procedure to replace both stents.

Manufacturer narrative:
Common device name: fad stent, ureteral.